Event description:
It was reported an alarm was heard and telemetry had yet to confirm. It was reported the health care provider (hcp) adjusted and re-adjusted the reservoir volume in the same programming session with the pump refill ¿last weekend¿ and the non-critical alarm sounded a couple of days later. It was reported this was the second time it had occurred. The patient was reportedly asymptomatic. It was also reported, ¿I caught that I did not change the volume after the fill. I refilled I didn¿t put the correct volume.¿ the device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), (B)(4).